Event description:
It was reported that patient underwent a procedure utilizing an artificial ligament fixation device on (B)(4) 2010. During the procedure, the ziploop would not zip down the tunnel for a distal bicep technique. The implant became stuck in the joint. The sutures that were tied down were removed in order to retrieve the implant. Additional product was available to complete the procedure successfully; however a delay of greater than thirty minutes occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The occurrence may have resulted from error in tunnel depth, zipping method or other error. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(4)2010.